Event description:
It was reported that eight days post implant, the lead dis- lodged. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.